Event description:
It was reported that few boxes of 6200 male external catheters had strong adhesive which resulted in difficult to remove and difficult to unroll. It was also stated that the customer had to use scissors to remove the catheters. The customer was not using any water or adhesive remover when attempting to remove the product. The customer also stated that the skin tendered where the product adhered. Customer spoke with the pharmacist and the doctor about the issue and it was confirmed that the customer stored products in a cool dry area.

Manufacturer narrative:
The reported event was unconfirmed and the problem could not be reproduced. Visual evaluation noted 5 unopened coloplast male external catheters were received. No obvious defects were noted. Adhesive peel test was performed. Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be in specification (1.34-4.30 lbf) for all samples tested. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Make sure penis is clean and dry. 2. Trim pubic hair as necessary. 3. Place the rolled catheter sheath on the head of the pe-nis leaving a small space between the end of the pe-nis and the cone end of the catheter. If uncircumcised, leave foreskin as is over the head of the penis. Slowly unroll the sheath all the way up to the length of the pe-nis. Unroll slowly. 4. Squeeze the sheath all around to seal sheath to the skin and to seal off any wrinkles. 5. If too snug at base, snip unrolled portion of sheath be-tween penile-scrotal junction with a blunt scissor. 6. Removal is easy; grasp end of the sheath at the base and roll forward gently." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be due to "viscometer failure or mechanical failure". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description/indication: the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that few boxes of 6200 male external catheters had strong adhesive which resulted in difficult to remove and difficult to unroll. It was also stated that the customer had to use scissors to remove the catheters. The customer was not using any water or adhesive remover when attempting to remove the product. The customer also stated that the skin tendered where the product adhered. Customer spoke with the pharmacist and the doctor about the issue and it was confirmed that the customer stored products in a cool dry area.